Event description:
The customer reported obtaining erratic white blood cell (wbc), hemoglobin (hgb) and hematocrit (hct) results after running calibration with s cal and running the coulter act diff analyzer in open vial mode. The customer reported that erratic wbc, hgb and hct results were produced on multiple patients but only one set of patient data was provided by the customer. The customer indicated that no instrument generated flags were recovered for the erratic results. The sample was repeated on the original instrument two more times without instrument generated flags and the final result was considered correct by the customer. The erroneous results were not reported out of the laboratory and there was no death, injury or affect to patient treatment in connection with this event. Additional results and information were requested but has not been provided. The customer noted that hemoglobin parameter did not initially pass specifications when calibrating the instrument with s cal. The hemoglobin calibration factor was adjusted and hemoglobin calibration passed within specifications. The customer indicated that the first two patient samples after calibration recovered high hgb and hct results but the following patient samples produced acceptable results for all parameters. Beckman coulter field service engineer (fse) observed the erratic results and replaced the vacuum isolation chamber, diluent syringe, mixing check valves and blue diluent filters. The fse also adjusted the controls to the assay mean and performed 2 reproducibility tests which passed specifications. Repairs were verified and results met published specifications.

Manufacturer narrative:
Results: vacuum isolation chamber.